Manufacturer narrative:
The device was returned to olympus for inspection and the reported scope error was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: no image due to fluid ingress. Scope was dried and image is blurry. Based on the results of the investigation, although a root cause could not be identified it is presumed the likely cause of the reported image issue is traced to component failure from fluid/moisture ingress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope presented scope error code e315 during reprocessing. There were no reports of patient involvement.